Event description:
It was reported the congenital central hypoventilation syndrome (cchs) patient¿s phrenic nerve stimulation (pns) ¿system was not working adequately to provide diaphragmatic movement.¿ impedance testing was performed and found a high impedance of ¿>40000 ohms on electrode 1¿ of the patient¿s left lead. The cause of the issue was unknown. Further investigation and any potential intervention regarding the event had ¿yet to be determined¿ at the time of report. The patient¿s lead remained implanted at the time of report, while the patient¿s ¿system was not in use.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3389-40, lot # va0juux, implanted: (B)(6) 2015, product type lead. (B)(4). The device was used for an off label indication.